Event description:
One touch profile meter would only prompt "retest'. According to the owner's manual the message would indicate that the last test performed failed after the countdown started. The pt neither alleged harm nor experienced injury or medical intervention. Based on the info supplied by pt's family member, there is indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Pt's meter was replaced.